Event description:
On 04/02/2024 the patient reported she became unresponsive on (B)(6) 2024 and she was hospitalized due to her blood glucose. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).